Event description:
It was reported that during a laparoscopic sigma procedure the gen11 display showed ¿tighten assembly¿, ¿reduce pressure on blade¿, and ¿replace instrument¿. No further information is available. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen11 instrument error screen was displayed. The device was disassembled to inspect internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. In addition, corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.